Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient did not know how to program the pump and had blood glucose reading of 695 mg/dl with symptom of polyuria, polydypsia, vomiting, nausea and drowsiness. Reportedly, the patient went to the clinic and was treated with intravenous fluid by the medical professional. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. It was reported that the patient did not know how to "get the pump going" and the personnel at the clinic was able to help patient programmed the pump. Troubleshooting determined that the adverse event was not related to any possible malfunction or misuse of the pump. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the patient was unfamiliar with how to program the pump.